Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 56-years-old male patient of han nationality. Medical history was not provided. Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50) through cartridge with the reusable humapen ergo ii, twice daily (24 units morning, 24 units night), subcutaneously for the treatment of type 2 diabetes, started therapy approximately in 2014. Since an unknown date, while on therapy with insulin lispro protamine suspension 50%/insulin lispro 50%, he had unstable blood glucose. Approximately since 17-dec-2018 he was hospitalized to regulate the blood glucose due to instable blood glucose. It was noted that on an undisclosed date, that his device was dropped twice and the dose knob was not accurate further the dose knob would not move once it was adjusted (B)(4). Lot unknown). Also, the dose knob was aged due to the pen was used for a long time clarified as four years. By 20-dec-2018 he had not been discharged from hospital. Corrective treatment was not provided. He was not recovered from the event. Therapy with insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. The operator of the humapen ergo ii and training status were unknown. The device model duration of use and the suspect humapen ergo ii duration of use were approximately four years. The suspect device was not returned to the manufacturer. The reporting consumer did not provide relatedness assessment between the event and insulin lispro protamine suspension 50%/insulin lispro 50% therapy or humapen ergo ii. Update 02jan2019: additional information received on 27dec2018 from the local affiliate. The product complaint was processed accordingly. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11jan2019: additional information received on 11jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer for (B)(4). Associated with an unknown lot of a humapen ergo ii device. Upon internal review, changed the device age field from unknown to four years. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 11jan2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen ergo ii device was dropped twice, the dose knob was not accurate after that (the dose knob would move once it was adjusted) and the dose knob was aged due to the pen was used for a long time (four years). He experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of abnormal blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of (B)(6) nationality. Medical history was not provided. Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50) through cartridge with the reusable humapen ergo ii (unknown lot number/pc 4584261), twice daily (24 units morning, 24 units night), subcutaneously for the treatment of type 2 diabetes, started therapy approximately in 2014. Since an unknown date, while on therapy with insulin lispro protamine suspension 50%/insulin lispro 50%, he had instable blood glucose. Approximately since (B)(6) 2018 he was hospitalized to regulate the blood glucose due to instable blood glucose. By (B)(6) 2018 he had not been discharged from hospital. Corrective treatment was not provided. He was not recovered from the event. Therapy with insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. The operator of the humapen ergo ii and training status were unknown. The device model duration of use and the suspect humapen ergo ii duration of use were not reported. It was unknown if the use of the suspect humapen ergo ii was continued and its return was not possible. The reporting consumer did not provide relatedness assessment between the event and insulin lispro protamine suspension 50%/insulin lispro 50% therapy or humapen ergo ii. Update (B)(6) 2019: additional information received on (B)(6) 2018 from the local affiliate. The product complaint was processed accordingly. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.